Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15000083 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). The DHR review confirmed that the rejected units were properly segregated and discarded. The no other issues were noted that were considered potentially related to the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure, the orbit helical fill 2x6 coil unraveled/stretched and prematurely detached when the doctor was struggling to advance/placed the coil into the aneurysm. The coil was not removed from the patient; instead, after attempting to snare for several minutes, in order to prevent any problems with the intracranial vessel, the stretched part was placed protruding between the internal carotid artery (ica) sub-dura area (parent artery/target site) and the external carotid artery (eca). The coil did not migrate. During repositioning, the coil was partially left in the aneurysm, while the microcatheter was repositioned. No additional torque, force, manipulation was conducted to position the coil or at any other time. The entire coil was inside the eca, and no section of the coil remained attached to the delivery system. The coil, delivery system, and microcatheter were not removed as a unit. An adequate continuous flush was maintained through the sl 10 s shape (mc) microcatheter at all times, and the mc was not re-shaped prior to use. Neck remodeling was utilized during the procedure; a stent is seen in procedural pictures. After the delivery system was loaded into the microcatheter, the y-connector was locked to secure the delivery system, and no damages were noticed on the delivery system after the y connector was closed. No resistance was noted when the coil was inserted in the microcatheter, and no kinks were noted on the mc that may have contributed to the event. The coil/delivery system made out of the distal end of the microcatheter without any resistance or friction. Medication given consisted of aspirin, plavix 150mg each for 3 days before the procedure, 1000 units of heparin/hour for 4 hours during the procedure. No info about post-procedure medications is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15000083 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test per specification. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received unzipped without damage. The support, gripper and just the head piece of the embolic coil that it was still attached to the gripper were found outside of the introducer. The support coil was found without damaged. The gripper was found with wave condition in the middle of it. The rest of the embolic coil was not received for evaluation. The gripper and the headpiece with some loops of coil were inspected under microscope. The gripper presented wave condition in middle of it. The soldered section between headpiece and the coil loops was not fractured indicating that the solder had a good adhesion to the headpiece. The functional test could not be performed due to the conditions of the received unit. With analysis of the returned device, the coil did not detach from the delivery system; however, it separated from the head-piece which remained in the gripper. The reported stretching of the coil could not be evaluated since the coil remains in the patient. There are possible procedural factors, specifically the manipulation of the microcatheter while the coil was partially within the aneurysm that may have contributed to the event. The instructions for use cautions that repositioning the infusion catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. The cause of the reported event and damages found on the device could not be conclusively determined; however these do not appear to be related to the manufacturing process. Procedural factors may have contributed. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Other devices utilized during the case consisted of a soft tip 7french guiding catheter, transend microwire, sl10 45. The coil/delivery system made out of the distal end of the microcatheter. After the delivery system was loaded into the microcatheter, the y-connector was locked to secure the delivery system, and no damages were noticed on the delivery system after the y connector was closed. A balloon or stent remodeling device was not used during the procedure. Medication given consisted of aspirin, plavix 150mg each for 3 before procedure, 1000 units of heparin/hour for 4 hours during the procedure. No info about post-procedure medications. Other devices utilized during the case consisted of a soft tip 7french guiding catheter, transend microwire, sl10 45. A cd of the procedure was not available, but a drawing was provided. Other than the reported event, no other damages were noticed with any other section of the devices. The procedure was completed using similar products. No further information was available. Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure, the orbit helical fill 2x6 coil unraveled stretched and prematurely detached when the doctor was struggling to advance/placed the coil into the aneurysm. The coil was not removed from the patient; instead, the stretched part was placed protruding between the (ica) internal carotid artery sub-dura area (parent artery/target site) and the (eca) external carotid artery after struggling several minutes with a snare not to make any problem with intracranial vessel. The coil did not migrate. During repositioning, the coil was partially left in the aneurysm, while the microcatheter was repositioned. No additional torque, force, manipulation was conducted to position the coil or at any other time. The entire coil was inside the eca, and no section of the coil remained attached to the delivery system. The coil, delivery system, and microcatheter were not removed as a unit. An adequate continuous flush was maintained through the sl10 s shape (mc) microcatheter at all times, and the mc was not re-shaped prior to use. No resistance was noted when the coil was inserted in the microcatheter, and no kinks were noted on the mc that may have contributed to the event.